Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged. The physician then explanted this lead and a new lead was successfully implanted. No additional adverse patient effects were reported.